Event description:
This ra lead was implanted on (B)(6) 1996 and was capped on (B)(6) 2011 due to noise on the lead. The physician was dr. (B)(6) at (B)(6) center in (B)(6), ID. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).